Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7002055, UDI: (B)(4).

Event description:
It was reported that the patients leads had migrated substantially and had several impedances which was confirmed with imaging. The patient underwent lead replacement procedure. Patient is doing well postoperatively. Product was retained by facility.